Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the filter allegedly tilting within the ivc and an unsuccessful retrieval attempt. The investigation is inconclusive for a pulmonary embolism post filter deployment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU(instructions for use) states: warnings/potential complications: possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition . Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient presented with a pe while on anticoagulation, therefore, vena cava filter placement was indicated. Access was gained to the left femoral vein and a venacavogram demonstrated no clot within the vena cava or left iliac system. The filter was deployed at the l3 vertebral level without incident. Approximately three months post filter deployment, an abdominal x-ray demonstrated the filter to be tilted. Approximately seven months later, a filter retrieval procedure was performed. The right internal jugular vein was accessed and a venacavagram was obtained. The filter was seen at the l3 vertebral level tilted over to the right side with the hook embedded in the ivc wall. There was no clot identified within the ivc or left iliac system. Initial attempts to retrieve the filter using a cone retrieval device were unsuccessful. Attempts were then made using a two loop snare without success. The decision was made to leave the filter in place. A completion venacavagram demonstrated the filter unchanged in position. There was no evidence of extravasation. Pressure was held at the access site and the patient was transported in stable condition to the recovery room. Approximately 16 months post filter deployment, an abdominal x-ray demonstrated the filter unchanged in position. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed. Three months post filter deployment, x-ray demonstrated the filter to be tilted. Ten months post filter deployment multiple attempts were made to retrieve the filter, however the filter remained implanted. Venacavagram demonstrated the filter apex to be embedded in the ivc wall. Based on the medical records the investigation can be confirmed for a tilted filter and removal difficulties. However, the investigation is inconclusive for any pe as the provided medical records do not indicate any pe after filter implantation. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU(instructions for use) states: precautions: - in patients with continued risk of chronic, recurrent pulmonary embolism, patients should be returned to anti-thrombotic therapy as soon as it is deemed safe. Warnings/potential complications: possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a filter retrieval procedure, the filter was discovered to be tilted with the filter apex embedded in the ivc wall. Despite several attempts made to retrieve the filter the filter remains implanted. Allegedly, thrombus was reported in the pulmonary arteries. The patient status at this time is unknown. The date of the event was not provided. New information received: medical records were received and reviewed. Approximately three months post vena cava filter deployment, for a history of pe, an abdominal x-ray demonstrated a tilted filter. Approximately 10 months post filter deployment, during a filter retrieval procedure, multiple attempts to retrieve the filter were unsuccessful. There was no evidence of extravasation and the patient was hemodynamically stable at the conclusion of the procedure. Approximately 16 months post filter deployment, an abdominal x-ray demonstrated the filter unchanged in position. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a filter retrieval procedure, the filter was discovered to be tilted with the filter apex embedded in the ivc wall. Despite several attempts made to retrieve the filter the filter remains implanted. Allegedly, thrombus was reported in the pulmonary arteries. The patient status at this time is unknown. The date of the event was not provided.